Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital after having a syncopal episode and indicated that the episodes had begun two to three days prior to admittance. Upon interrogation, the device was found to be in reset mode.